Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This medwatch is related to the following patient identifier: (B)(6).

Event description:
It was reported during a bronchoscopy the balloon was stuck in the patient's trachea. The balloon was inspected prior to the procedure and was found to be functional and intact. It inflated and deflated without incident. However, the balloon was found in the trachea after the linear scope was removed and a bronchoscope was re-inserted into the trachea. The end user retrieved the detached balloon via suction. There was no reported harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device was evaluated by olympus, and there was no abnormality observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was manufactured in september 2023. Based on the results of the investigation, it is likely that the balloon may have not deflated completely when the endoscope was withdrawn from the patient. Therefore, the issue is attributed to user handling. However, since there was no device defect confirmed, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it and could result in patient injury. Never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury.¿ olympus will continue to monitor field performance for this device.